Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, four heartstring seals cracked while loading the seals into the delivery tube and fifth heartstring seal did not deploy out of the delivery tube into the aorta. A replacement device was used to complete the procedure. No pt complications were reported by the hospital. This report is for the fifth and last seal.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for eval, it will be difficult to confirm the reported problem. A lhr review was completed for the product, there was no nonconformance associated with the lot number.